Event description:
It was reported that a patient noticed redness and a sore at the gel treatment site. The patient sought medical treatment and received a steroid ointment for the reported symptoms.

Manufacturer narrative:
Actual product in question will not be returned for evaluation purposes.